Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during implant a guidewire was unable to be removed from the lead while the lead was in the patient's body. The guidewire was easily removed once the lead was removed from the patient. A replacement lead was chosen and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.